Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026 as infusion set tape was not sticking on the first day of insertion. The infusion set has been used for second day. The site of insertion was abdomen.